Event description:
It was reported via phone that the that while transporting a (B)(6) child the cot base would not lower when exiting the ambulance.there was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via phone that the that while transporting a (B)(6) child the cot base would not lower when exiting the ambulance. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
After investigation, the level 1 root cause for the base intermittently not lowering was worn slide plates and lock bar. Based on the field technician's findings, a potential level 2 root cause for the worn slide plates and lock bar could be due to the age of the unit and the observed condition of the cot. The field technician had recommended the customer to replace the device indicating that the device is beyond repair.